Event description:
Atrial septal defect (asd) amplatzer device was placed in the patient about half a year ago. The patient presented with presyncopal event and a large pericardial effusion was identified by echo and CT. Tamponade physiology from device erosion was confirmed on transesophageal echocardiogram (tee) and required pericardial drainage and surgery to remove the device and close the asd.